Event description:
On 20-may-2026, it was reported by a sales representative via (B)(4) that an ar-6480 pump's outflow is not suctioning. Issue discovered during surgery, device swapped, and case completed with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.